Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that three weeks after the dental implant was placed in ada site 2, the implant failed to osseointegrate. It had achieved primary stability and was completely covered with bone. Patient presented with type iii bone which was grafted with dfdba. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that three weeks after the dental implant was placed in ada site 2, the implant failed to osseointegrate. It had achieved primary stability and was completely covered with bone.. Patient presented with type iii bone which was grafted with dfdba. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.